Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in-clinic follow-up, increased defibrillation impedance was observed on the right ventricular (rv) lead. Lead fracture was suspected as the cause of the event. An x-ray was performed but no anomalies were observed. The device was then reprogrammed as an interim resolution. The patient is stable.